Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with generator with version (B)(4). The customer states that a pt had the venefit procedure approx 2 weeks ago. The pt came back through the ER this past weekend with pain in upper thigh, possible markings of a skin burn, redness in a large area of the thigh and a fever. The physician is concerned that they may have a skin burn, but is not certain. Unk medical intervention, however, the pt has been hospitalized since last sunday (B)(6) 2013 due to this issue. The customer would like to have the rfg2 sent in for eval because it was used in this procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.